Manufacturer narrative:
The insulin pump had a constant motion sensor test failure during motor rewind due to corroded motor home switch. Analysis was unable to verify for motor error alarm due to constant motor error alarm. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.